Manufacturer narrative:
(B)(4) - the lot was manufactured from august 7, 2015 - august 9, 2015.the device was received for evaluation. Visual inspection revealed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor delivered its contents at a faster rate than expected. The device was filled with fluorouracil 5200mg in sodium chloride 0.9% for a total fill volume of 230 ml (baxter-compounded solution). The device was then connected to the patient with the flow restrictor was taped directly to the patient's skin. After 19 hours of infusion, the patient stated that the device appeared empty. There was no patient injury or medical intervention associated with this event. No additional information is available.